Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient had received the sensor failed screen at around 10:00pm, decided not to stay up to start a new sensor session, and went to bed. Patient stated that she woke up around 1:00am to take a thyroid pill and all was fine. However, between 2:00am-3:00am she had a very low episode. Patient's husband had to resuscitate her and gave her milk and cookies. No additional event or patient information was provided.